Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available.

Event description:
On (B)(6) 2017 patients had a gamma 3 surgery in the (B)(6) hospital. Everything was normal in the process of operation, according to standard gamma 3 manuals agent with the salesman to guide doctors to use equipment and the intraoperative film making was all normal too. However on (B)(6), the lag screw found out not in the main nail. The hospital complained that the gamma 3 tool had a problem and asked to give reasonable explanation and solution

Manufacturer narrative:
In the case presented ¿a patient had been implanted with a trochanteric nail kit, ti gamma3® ø10x170mm x 130° on (B)(6) 2017. According to information received everything was normal in the process of operation, according to standard gamma 3 manuals agent with the salesman to guide doctors to use equipment and the intraoperative filmmaking was all normal too. However, on (B)(6) the lag screw found out not in the main nail.¿ the evaluation revealed the trochanteric nail kit, ti gamma3® ø10x170mm x 130° to be one of three primary products in this case. A physical examination could not be carried out as the device was not returned for evaluation (discarded). A review of the device history records for the reported trochanteric nail kit revealed no discrepancies; the device was documented faultless prior to distribution. According to the labelling review, sufficient guidelines are provided in the operative technique related to the lag screw positioning, insertion & fixation. Every single step is described in detail. According to information received on request from the hospital ¿the function and safety of the tool [associated target device] have been checked before operation¿. Furthermore, the associated target device is still in use without problems reported. Thus, it can be assumed that function of the instrument is still given in full. Referring to the statements of the consulting experts a misplacing of the lag screw as presented would not have occurred if all the devices were used as per the intended use and the operative technique was followed as instructed. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device(s), but is rather considered user related (deviation from surgical technique). The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
On (B)(6) 2017 patients had a gamma 3 surgery in the (B)(6) hospital. Everything was normal in the process of operation, according to standard gamma 3 manuals agent with the salesman to guide doctors to use equipment and the intraoperative film making was all normal too. However on (B)(6) the lag screw found out not in the main nail. The hospital complained that the gamma 3 tool had a problem and asked to give reasonable explanation and solution